Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the case the patient experienced a pericardial effusion with a drop in blood pressure. It is unclear why this occurred. Medication was administered and the patient stabilized. The lead status is unknown. No further patient complications were reported as a result of this event.